Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 456 mg/dl with large ketones and it was addressed with manual injections. During the system check with tandem technical support, it was determined that the cartridge should be changed.